Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to due concern with textured product.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with textured product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, a curved opening on posterior, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge crease opening on posterior and stress marks. Based on the device analysis the final assessment was a sharp edge crease opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: a.4., b.6., d.10., h.3., h.6.

Event description:
Healthcare professional reported left side rupture and exchange due to concern with textured product. Device has been explanted.